Event description:
The dr claims that on 3/18/98, the graft was implanted successfully for an ascending aortic dissection procedure. The pt was taken to the intensive care unit in critical condition after the surgery with a cardiac index of 1.5. The following morning, on 3/19/98 the pt's blood presure was 60/40 and the cardiac index was 1.3. The pt had arrested twice, the second time developed asystole and did not respond. At that time, the pt's family requested that no further attempt be made to revive him. There was no autopsy done. It is unk whether or not the graft was related to the pt's death.